Event description:
During a procedure, the md tried to use a full radius resector and the device failed to spin. The device was removed from the site and the md tried to clean out the sheath. It was noted that the inner part of the resector had broken in half, no part was missing. The part was replaced and surgery continued. No harm to the patient.